Manufacturer narrative:
(B)(4).

Event description:
The reporter stated that a micl13.2, -14.0 diopter implantable collamer lens was implanted. The surgeon noticed the lens was damaged after it was implanted. The lens was removed and the back up lens was implanted with no issues. The reported stated there was no patient injury.

Manufacturer narrative:
Device evaluation: lens was returned dry, in a lens case. Visual inspection found the haptic torn, pieces of the haptic missing and dry residue all over lens. Work order search: no additional similar claim was reported for units within the same lot. (B)(4).